Event description:
Patient was stuck multiple times due to cracked luer lock adapters on the safety collection device (bd vacutainer, push button, blood collection set). Sales rep was notified in late january 2010 on the first occurrence. Sales rep thought that maybe it was because the users where tightening it too tight on the syringes. Staff were asked if they could find the cracks on the connection while it was still in the packaging, which they could not. It was decided that they could go back out in use after some additional staff education to assure proper use of product. Sales rep asked that the defective products, as well as some product of the same lot, be sent for review. Product was shipped on in late january 2010, but no follow-up from manufacturer had been received. In early february 2010 phlebotomists reported that they had stuck 3 more patients multiple times due to the same cracks on the set. Staff pulled the entire lot from use and found that they could indeed see the cracks while the product was still in the packaging. Sales rep was called again, notified of our findings, who sent in replacement product and picked up our entire defective lot on 2/19/2010. Manufacturer response (as per reporter) for push button blood collection set, bd vacutainer.manufacturer rep came to facility to provide replacement product and to pick up defective for evaluation.